Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump. An infection was reported. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was the pump was explanted, the patient was given antibiotics and a new pump implanted. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.